Event description:
It was reported that just after inserting the intra-aortic balloon (iab), the patient became very agitated and was thrashing around. This caused the console to generate a fiber optic sensor failure alarm and the arterial waveform reading disappeared. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.